Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.

Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Battery (voltage breaks down under load) defective, replaced. A measurement error could not be determined. Without measuring cable. Function test and test measurements without errors.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements. The event outcome is unknown as of this MDR evaluation.